Event description:
It was reported that the device was fired on the cystic duct and the clip fell off causing a leak. The case was completed with an er320 and no patient consequence. The device was disposed of.